Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.58 and 18.1 second charge times. A capacitor reformation was performed twice and charge times increased to 20.5 seconds and the device declared the elective replacement indicator (eri). This device is included in the mid-life display of replacement indicators and the shortened replacement window advisories. No adverse patient effects were reported.

Manufacturer narrative:
Information suggest this device remains in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
There was further inquiry as to why electrograms were not present for an episode. However, this was normal device function based on how the device was programmed.